Manufacturer narrative:
Initial

Event description:
It was reported that the pump displayed a low glucose alert concurrent with a fingerstick glucose of 59 mg/dl following a high post-meal glucose and subsequent correction doses, after which the patient consumed oral glucose and levels rose into range; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Troubleshooting and education were provided. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to link the event to a specific device issue or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.